Event description:
At start of case the 3 channel pump was set up with pump tubing. It constantly alarmed "air". Despite multiple attempts to start, reinserting. Purging, changing tubing, the pump alarmed "air". A second pump was obtained which had identical problems. This caused 10 minutes for the dr not spent in pt case with critically ill pt.